Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hard drive. System operates as intended.

Event description:
It was reported that the 9600emi system displayed a disk error while trying to save the x-ray summaries for cases. This incident occurred after a procedure when backing up the data and did not affect the case. No pt injury was reported.